Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to service department of olympus. Service department checked the subject device and found that the cable was damaged. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the communication could not be transmitted to the video system center and image was flickered due to the cable break. The cable break might be due to the user's handling. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus, it was found that intermittent flicker was present in image. There was no report of patient injury associated with the event.